Event description:
It was reported that a large volume infusor 5ml/hr experienced backflow from the fill port. This issue occurred when the customer removed the syringe being used to fill the device with fluorouracil. The customer stated that they tried to stop the flow by reconnecting the syringe to the fill port, however the syringe tip broke and they were not able to stop the backflow. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4),the returned unit did not leak when cleard of the broken syringe tip.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. Visual inspection identified a broken syringe tip stuck inside the fill port of the infusor. The syringe tip was removed and a functional leak test was performed. During and after fill, no evidence of leak / backflow was observed at the fill port. Initial evaluation was unable to confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.